Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. According to r&d engineer (mark freger), critical pump error (open book image) alarm triggered by three consecutive alarms - pump error 53 (file ID: 4 line ID: 670) on (B)(6) 2024 15:14:24.000, (B)(6) 2024 15:24:00.000 and (two) pump error 15 alarm (file ID: 122 line ID: 2973) with unknown time/date according in the error log file. Pump error 53 (file ID: 4 line ID: 670) was triggered in the scheduler_rtc.c file due to pointer corruption, suspecting the hw. Pump error 15 alarm (file ID: 122 line ID: 2973) was triggered in the delivery_data_processing.c file due to memory corruption, suspecting the hw. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2024 19:42:37.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 20:19:46.000 lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 11:36:00.000, (B)(6) 2024 14:40:00.000, (B)(6) 2024 14:50:00.000, (B)(6) 2024 16:51:00.000, (B)(6) 2024 17:01:00.000. Unable to test for sensor expired alert, sensor error alert and lost sensor alert due to critical pump error (open book image) alarm. Sensor expired alert, sensor error alert and lost sensor alert were unknown. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2024 04:16:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:47:00.000. (B)(6) 2024 04:57:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024 04:59:28.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, replace battery alert/replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. According to r&d engineer (mark freger), replace battery alert/replace battery now alarm and power loss alarm were generated as expected. Unable to test for replace battery alert/replace battery now alarm and power loss alarm due to critical pump error (open book image) alarm. Replace battery alert/replace battery now alarm and power loss alarm were unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by three consecutive alarms - pump error 53 (file ID: 4 line ID: 670) and (two) pump error 15 alarm (file ID: 122 line ID: 2973), suspecting the hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump didn't work and there's an open book image screen. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Troubleshooting was identified. The event involved product(s) mmt-332a, unomedical, mmt-1884l, mmt-7040a. The customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.